Event description:
It was reported that this right atrial lead was surgically capped/abandoned due to pacing impedance less than 200 ohms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).